Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported a tooth extraction (permanent impairment to a body structure) and an invisalign product was being used. This event has exceeded the 30 day requirement set in 21 cfr 803.3 as this event was not reported to the correct department as this event was categorized as "clinical suggestion.

Event description:
The patient reported an unexpected loss of tooth # 21 (lower left 1st premolar). During the treatment the crown on tooth # 21 and a fracture was noticed. The patient reported having tooth # 21 extracted by the treating doctor, to alleviate the reported symptom. The patient did not report taking or being prescribed any medication to alleviate the reported symptom. The treatment was discontinued on (B)(6) 2018, but the patient is ready to restart the treatment.